Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the battery charger/modem was unable to power up. Inductor l602 was cracked off of the bedside board, preventing the bedside board from powering up the charger c/a board. The root cause for the damaged l602 inductor could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger wouldn't power up. The patient was issued a replacement battery charger/modem.